Event description:
The surgeon was using the stapler with a gray load. When he checked the tissue after the stapler was fired it wasn't completely stapled. The surgeon used an endo-loop to close the defect. Manufacturer response for endo gia ultra universal stapler, endo gia ultra (per site reporter): manufacturer provided rga number and product return packaging.